Event description:
It was reported that on (B)(6) 2017, the edge of the cusatip broke off during a liver resection. It is unknown if there was any patient injury or surgical delay. Additional information request has been sent.

Manufacturer narrative:
Investigation completed 07/07/2017. Scar and CAPA reports were reviewed but no similar conditions have been reported from june 2015 to june 2017 for cusa tips and flues family products. A review of complaints database from june 2015 to june 2017, sixteen (16) complaints related to ¿tip broke¿ (including the complaint being investigated) have been reported in the cusa tips and flues products family. Most of these complaints identify the possible root cause of the returned units with an application error that is caused when the tip is in contact with another metal object during use. The user guide units indicates certain precautions that must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿ approximately 221,004 units of cusa tips and flues products have been released for distribution from june 2015 to june 2017 resulting in a complaint occurrence rate of approximately 0.00007%. Failure analysis is not required for this complaint because no unit will be returned and the user (doctor) acknowledges it was a user error.

Manufacturer narrative:
Additional information request was sent and on (B)(6) 2017, the following was provided by the sales representative. The doctor does not want a complaint filed because it was user error. No other information was provided.